Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported missing stent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted the instructions for use states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, moderately calcified, mid left anterior descending artery. After advancing the 3.5 x 15 mm xience xpedition stent delivery system (sds) to the lesion, without resistance felt, it was observed on angiography that there was no stent on the balloon. The patient anatomy was completely checked and the stent implant was not visible anywhere in the anatomy. The physician felt that the stent was missing from the delivery system initially. A new sds was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.